Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following the insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and other. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning, irritation, frequency, vaginal itching, and dysuria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that patient underwent stomach body erosion endoscopic biopsy on (B)(6) 2007, due to hiatal hernia and gastric erosion. It was reported that the patient underwent sigmoid polyp endoscopic biopsy on (B)(6) 2005, due to abdominal pain. No additional information was provided.